Manufacturer narrative:
The insulin pump was received with a blank and flashing white lcd along with audio beeps due to cracked lcd controller. The device was unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test due to the blank and flashing white lcd. The device was unable to verify missing segments and partial display due to the blank and flashing white lcd. The device had a corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was unknown at the time of the incident. Reportedly, she had fallen on her pump during volleyball and now it was beeping with a flashing white screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is expected to be returned for analysis.

Manufacturer narrative:
The correct information has been provided with this report.